Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle that the 0 unit marker is off on scale. The following information was provided by the initial reporter: consumer reported finding the 0 unit marker about .5 off where it should be. Using on cat that takes 1.5uts of insulin. Finding from this box about 6-8 syringes per bag to be like this

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 24-jun-2022 h6: investigation summary customer returned (15) 0.3ml syringes. The position of the graduation markings was measured using a gauge. Only 1 of the 15 syringes featured a misplaced graduation marking at the 5 unit position. All other markings were within gauge limits. A review of the device history record was completed for batch # 1284101 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for scratched print. There was one (1) notificationnoted for missing scale line. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the scale marking being misaligned in 1 of the 15 returned samples. A definite root-cause could not be determined.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle that the 0 unit marker is off on scale. The following information was provided by the initial reporter: consumer reported finding the 0 unit marker about .5 off where it should be. Using on cat that takes 1.5uts of insulin. Finding from this box about 6-8 syringes per bag to be like this.